Event description:
Reporter experienced error messages on her meter but does not recall the er1 message specifically, nor any related details. Reporter has had several hospitalizations in the past year but claims none are related to any of the possible er1 message or high blood glucose levels.